Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver was perpetually rebooting. A pairing test was performed and the test failed. The case was opened for further evaluation. A data log was able to be retrieved by detaching the ui pcba. A review of the data log observed a loss of connection. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted upon completion.